Event description:
It was reported the customer received a no delivery alarm during the fill tubing process. The customer's blood glucose was over 400 mg/dl. Troubleshooting found insulin was able to exit during with a push plunger. It was also found insulin did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.